Manufacturer narrative:
(B)(4). The device is reported to have been disposed of; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown drug leaked from the y-site of a clearlink continu-flo solution set. This occurred during priming. There was no patient involvement. No additional information is available.